Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced a leaking cartridge inside the pump chamber after a supply change, resulting in elevated glucose with a reported value of 400 mg/dl. The user reported correct supply handling and not connecting the cartridge to the pump off-device and was advised to rewind before removing the empty cartridge. Symptoms included dizziness, heart palpitations, shortness of breath, confusion/disorientation, headache, dry mouth, and fatigue associated with hyperglycemia. Outcomes included a missed insulin dose and a minor illness/impairment without emergency care or hospitalization. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed evidence of a leak consistent with a seal issue associated with the cartridge reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.